Manufacturer narrative:
It is reported the screws used were 16 mm screws. The part and lot numbers are unknown. There are two 16 mm screws in this system; the potential part numbers are 73-2416 or 73-2816. The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00270.

Event description:
It is reported the surgeon used unknown 16 mm screws with a 12-hole plate ladder. A second revision surgery was performed to correct the migration. The surgeon used a different configuration as the original surgery with two 16-hole plates and all new screws. The screws were inserted with power drivers and locked down with manual drivers.